Manufacturer narrative:
The reported event was confirmed cause unknown. Three photos were received for evaluation. The first photo was a top view of the three way catheter and returned syringe. The second photo was a zoomed in view of the tip of the catheter with inflated balloon. The third photo was of the inflation cap confirming the batch number ngjr2165. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 1 minutes 25 seconds. Cuffing was observed. This does not meet specification per ip7603444, revision 0 which states "balloon must not cuff after deflation in accordance with w76qa010." The labeling is found to be adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter insertion was done on (B)(6) 2025 in the operating room, and it was naturally removed on (B)(6) 2025, with no inflation of the cuff. After that, even when water was injected, no leakage from the balloon was observed. Per ucc notification received on 06aug2025, it was reported that mushroomed balloon was found during sample evaluation.

Event description:
It was reported that the foley catheter insertion was done on (B)(6) 2025 in the operating room, and it was naturally removed on (B)(6) 2025, with no inflation of the cuff. After that, even when water was injected, no leakage from the balloon was observed. Per ucc notification received on 06aug2025, it was reported that mushroomed balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.